Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a middle meningeal aneurysm using penumbra smart coils. During the procedure, the physician deployed and detached a smart coil in the target location using a non-penumbra microcatheter with no issue. While attempting to advance a new smart coil through the microcatheter, the physician experienced resistance at the hub of the microcatheter and the smart coil became stuck. Therefore, the smart coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.